Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the connection on an rt265 infant dual heated evaqua2 breathing circuit fell apart during set up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: only the swivel wye of the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned swivel was visually inspected and was fitted to a test circuit and pressure tested. Results: visual inspection revealed a crack along the taper of the swivel wye. The pressure test revealed that the swivel was out of specification. A lot check was not performed as a lot number was not provided. Conclusion: we were unable to determine definitively the root cause of the cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and 100% pressure and flow tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. Our user instructions that accompany the rt265 state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the connection on an rt265 infant dual heated evaqua2 breathing circuit fell apart during set up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Only the swivel y-piece of the complaint rt265 infant dual heated evaqua2 breathing circuit arrived at fisher & paykel healthcare in (B)(4) and is currently under investigation. A follow-up report will be provided upon completion of our investigation.